Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, the most probable cause of the b30 is likely related to a component failure. Regarding the foreign objects found on the light guide lens, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of perforated biopsy channel. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was identified, in which a b30 (scope communication err) occurred, and foreign objects were found on the light guide lens. There was no patient involvement.